Manufacturer narrative:
A power controller printed circuit board (pcb) was received for evaluation. A visual assessment of the returned sample revealed no nonconformity. The power controller pcb was installed into a known-good power control module and connected to a calibrated system power control module test fixture. The module was tested and failed. During the current overload, smoke was observed coming from component of the pcb. Upon further investigation, it was determined that component, which mitigates overload current, of the pcb was measured and found to be nonconforming. The root cause of the reported event was a nonconforming component. However, how or when the part became nonconforming cannot be determined conclusively. (B)(4).

Manufacturer narrative:
The customer reported that the system was shutting down prior to a procedure. The planned procedure will be rescheduled. The company service representative examined the system and found a red stop sign system message (sm) in the event log. The company service representative was able replicate the system message during testing. The printed circuit board (pcb) power control assembly and the illuminator module were replaced to address the reported event. The system was then tested and met all product specifications. The system was manufactured and approved for release on april 2, 2017. Based on qa assessment, the product met specifications at the time of release. A review of complaints for the last 24 months did not indicate any additional related reports for this system serial number. The root cause of the reported event was a nonconforming printed circuit board (pcb) power control assembly and the illuminator module. (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported that just after incision was made for a vitrectomy procedure the system shut down. The procedure was not started. The procedure was canceled. There was no impact to the patient.